Event description:
It was reported that the lead exhibited low, out of range, high voltage lead impedance. The lead was capped and replaced. During the procedure, insulation abrasion exposing the conductors in the ICD pocket area was noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.